Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 4.0; lab-inr: 16.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Meter and strips were returned. No info on timing between lab test and inratio test done was provided. Pt info was not known. Reported reference inr value was >5.0 and difference between inrs is greater than 2.2, comparison is not accurate. (Strip lot#216963) was reviewed. Product deficiency was not established. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. For investigation results, & in-house (accuracy) testing, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.0; reference: 16.0; mean: 10.0; confidence limits: unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l testing/investigation is required. See below for add'l investigation. In-house test results. Meter (B)(4). In-house meters (B)(4). Strip ln: 216963. Comparative sys: sysmex 560. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria. No further action is required. No strip deficiency was established.